Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to was never able to get full extension and was also tight in flexion. Surgeon wanted to go in and do a poly exchange. Surgeon put in a thinner insert and removed the poly. Trialed a thinner insert and was happy with the patients flexion & extension. Surgeon performed a rt tka on this patient last (B)(6). Doi: (B)(6) 2020 dor: (B)(6) 2021 right knee.